Event description:
The harmonic scalpel hand piece would not pass the pre use safety check. The product was removed from the case. The disposable handle could not be removed from the re-posable instrument and upon further handling to remove the disposable handle, the re-usable instrument broke.